Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that a test battery was used with the customer¿s device, and the customer¿s complaint was not confirmed. The display did work. However, it was found that the display was slightly blurry. Though the led worked without any issue. The display was kept on for 10 minutes that nothing changed about the display. It remained similar, but not any worse than before. Ingress testing was completed, and it was found that the device had increased in mass by 0.600 grams (cl-15756). There was also water leakage observed from the device¿s screen. In addition, the customer¿s battery was put into the device and the display was worse than before. It was reported that the video laryngoscope's display was black. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the videolaryngoscope's display was black. It was unknown if there was patient involvement at the time of the reported event.